Event description:
07/06/2023, hcp reported that a patient had molded pdo threads implanted on (B)(6) 2023. On (B)(6) 2023, the patient experienced discomfort in their neck. Upon examination, it was determined that the sensation was attributed to a thread that had migrated from the patient's face through the back of the neck. As confirmed by the hcp, one thread was removed by a medical professional who was with the patient at the moment of the event. Hcp informed the patient was completely fine.